Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction was due to a leak from the scope connector case leading to fluid invasion in the scope connector, causing the condition of no image. It is presumed that this issue was due to random or expected component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited no image. There were no reports of patient involvement.